Manufacturer narrative:
The metra device was reported to have entered liver onboard mode prematurely, when it should have remained in preparation mode. During troubleshooting, it was determined that the user may have inadvertently caused this transition by pressing on the portal soft shell reservoir to aid in the mixing of perfusate. The hepatic artery pinch valve was cleaned and the metra device stayed in preparation mode and functioned as expected during the liver perfusion, leading to a successful transplant. Post-troubleshooting, device data confirmed that the valve operated as intended and that arterial pressure was appropriately maintained throughout the perfusion procedure.

Event description:
It was reported that the metra device was entering a false liver on board mode during the preparation phase of perfusion. A stop and restart was attempted which only briefly resolved the issue. It was noted that the pressure difference between the inferior vena cava and the hepatic artery was 15 mmhg which indicated that the device was correctly switching modes. Troubleshooting determined that the hepatic artery pinch valve was closing at 100 percent. The valve was cleaned and the issue was resolved. The liver was successfully transplanted.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is (B)(4). No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.